Event description:
Customer reported an erroneous low alkaline phosphatase test result was obtained for one patient sample when using the au480 clinical chemistry analyzer. The erroneous low test result was reported out of the laboratory. Quality control was performed before and after the event and was within range. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A field service engineer did not evaluate the analyzer. The following information was gathered from the customer: the reaction monitor for the initial and retest results showed expected absorbance readings for those results. Quality control before and after the event was within range. Reagent blank for alp at the time of the event was normal. The alp parameters were entered correctly in the instrument. Cause of the event was not determined.